Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ultra2 meter read inaccurately high and inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began during (B)(6) 2015 (date/time not provided). The reporter stated that the patient obtained a result of "320 mg/dl" compared to a result of "79 mg/dl" obtained from another device, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. The reporter stated that the patient also obtained results of "259, 378, 402 and 257 mg/dl" compared to feelings/normal results. The reporter stated that the patient also obtained results of "259, 379 and 130 mg/dl" using the subject meter, all results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with a combination of janumet and glucatrol diabetes medications. The reporter stated that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "slurred speech, weakness and tremors" 1 month after the alleged product issue began. The reporter stated that the patient received hcp treatment of glucifide gel by ems during august or september (date/time not provided). The reporter stated that the patient's blood glucose was tested using an ems device and the result obtained was "79 mg/dl" (date/time not known).at the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "tremors" and he received hcp treatment for symptoms of a low blood glucose excursion after the alleged product issue began. The symptom of "tremors" and the hcp treatment do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.